Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for unknown colony forming units (cfus) of mold in the flush channel and bacillus cereus in the working channel on (B)(6) 2025 sample. The device was tested again on (B)(6) 2025 and tested positive for unknown colony forming units (cfus) of nonfermenter spp and kocuria rhizophila in the irrigation channel, and bacillus sp in the air/ water channel. It was also reported the device was used on (B)(6) 2025 while results from testing were pending. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information provide by the customer.

Manufacturer narrative:
The device was evaluated where an additional potential adverse event was confirmed where the plastic distal end cover was burned, based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation.